Manufacturer narrative:
(B)(4). The results of this investigation concluded that both leaflets of the regent valve were able to fully open and close when manually manipulated with no resistance occurring. Fibrous material consistent with pannus was found on the sewing cuff. No inflammation or significant calcification was found. No evidence was found to suggest the cause of the fibrous material consistent with pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, a 21 mm regent valve was implanted. On (B)(6) 2017, the valve was explanted due to a high gradient secondary to stenosis. A second 21 mm regent valve was implanted.